Event description:
The customer stated that she was hospitalized, due to hyperglycemia. The reported blood glucose reading was 558 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Prior to the event, the insulin pump had alarmed no delivery. The prime test passed. However, the high pressure test failed. Another infusion set was not available to retry the high pressure test, so the customer was sent additional supplies and advised to call back to repeat the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.